Manufacturer narrative:
B5 - describe event or problem: updated with additional information received.

Event description:
It was reported that left bundle branch block (lbbb) occurred. A 23mm lotus edge valve (lot 24133288) was selected for a transcatheter aortic valve replacement (tavr) procedure. During advancement of the lotus edge valve through previously placed bi-lateral iliac stents, the lotus edge valve had difficultly advancing and kinked. The valve was replaced with another 23mm lotus edge valve and the procedure was completed successfully. Patient had a left bundle branch block following the procedure and was later treated with a pacemaker. It was further reported that the patient had a severely tortuous anatomy. Pre balloon valvuloplasty was performed. The lbbb occurred immediately after valve implant.

Event description:
It was reported that left bundle branch block (lbbb) occurred. A 23mm lotus edge valve (lot 24133288) was selected for a transcatheter aortic valve replacement (tavr) procedure. During advancement of the lotus edge valve through previously placed bi-lateral iliac stents, the lotus edge valve had difficultly advancing and kinked. The valve was replaced with another 23mm lotus edge valve and the procedure was completed successfully. Patient had a left bundle branch block following the procedure and was later treated with a pacemaker.